Event description:
It was reported that the footlift was stuck in the lowest position due to broken bolts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the foot section slid off the rails due to broken bolts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the foot section slid off the rails due to broken bolts. Follow-up submitted with evaluation results provided by customer which determined the lift was stuck in the lowest position due to two bolts holding the bed to its base had broken off. Customer performed repair. Customer performed evaluation.